Manufacturer narrative:
(B)(4) for the reported event of feeding tube detached/separated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report 3005099803-2015-00187 and 3005099803-2015-00188 for the other associated device information. It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the one step button separated from the delivery system and fell into the patient's stomach after it was pulled through the stoma. The detached portion was retrieved from the patient. A second one step button initial placement gastrostomy kit was used and after it was pulled through the stoma, the one step button also separated from the delivery system. The detached portion was retrieved from the patient. The procedure was completed with the second one step button initial placement gastrostomy kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well.